Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility had a 55-year-old male with impella 5.5 support ongoing for a patient one year out from transplant, but due to underlying condition is in need of another transplant, and possible renal as well. The 5.5 was placed and has supported for over 2 weeks to date. The patient has an ooze at the access site and arm swelling/pain. The team has treated with one unit of blood, imaging to confirm the limb has flow, and a jackson pratt drain pulling from the access site/hematoma.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. Product was not returned for review. The root cause of the access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review.